Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope ". [Inspection of the endoscope] 7 inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to a foreign object in the light guide bundle, the additional evaluation findings are as follows: due to corrosion on suction connector, a noise image occurs; due to wear of the angle wire, bending in the up direction did not meet the standard value; due to wear of the angle wire, the ply of the up/down knob was out of standard value; the adhesive on the bending section cover had a chip; the suction connector is dirty due to water leakage; and due to slipping out of the light guide (lg) bundle, illumination was poor. The following device components were found to be scratched: suction connector, plastic distal end cover, connecting tube, scope connector cover, protector of the universal cord on the suction connector side, universal cord, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator (fe) lever, right/left knob, control unit, and fe knob. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of pre-cleaning and the nozzle was cleaned with lint-free cloths/brushes/sponges. According to the customer, it is unknown when the foreign material adhered to the nozzle, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no image and did not cut. There was no patient harm associated with the event. The device was returned and evaluated, and there was a foreign object in the light guide bundle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.